Manufacturer narrative:
Pending evaluation concomitant device(s): 300-30-10, 5192593: equinoxe preserve stem 10mm. 320-10-00, 5306458: equinoxe reverse tray adapter plate tray +0. 320-01-42, 5299790: equinoxe reverse 42mm glenosphere. 320-15-01, 5304655: eq rev glenoid plate.

Event description:
As reported, approximately 3 y/o postop the initial rtsa, the (B)(6) y/o female patient experienced a muscle spasm and dislocated right shoulder. A disassociation of polyethylene was reported. Patent outcome was reported as ¿continuing¿. The case report form indicates this event is possibly related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of dislocation and humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation-which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or any combination of these possibilities-led to the dislocation. However, this cannot be confirmed as the explanted devices were not returned for evaluation. Section h11: *the following sections have corrected information: (f10) please disregard health effect - impact code. These were entered in error.